Event description:
Spontaneous report from IV remodulin patient. Patient is currently in the hospital for a central line issue and forgot her dosing sheet and needed to confirm dosing. Per patient there may be a blockage in her line and she reported seeing blood backflow. Unknown dates. No other information provided. Patient actively on remodulin/opsumit/tadalafil. Reported to (B)(6) by pt/caregiver.